Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, the rotor and drill coil assembly were found to be damaged/worn, as well as the motor end.